Event description:
As reported to coloplast, the plastic sheath and arm tore away from the green core assembly after passing through the obturator foramen. The mesh was able to be passed & used but had some tearing of green tip cone assembly from the mesh & sheath. The sling was not removed.

Manufacturer narrative:
The device remains implanted in the pt, so no eval was performed.